Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. It is not known when alleged inaccuracy issue began. The patient reported obtaining blood glucose readings of ¿275 and 398 mg/dl¿ with the subject meter. The tests were performed within a 20 minute period of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes with a combination of insulin (3-6 units of humalog on a sliding scale; 20 units of lantus daily) and denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate readings. The patient reported developing symptom of ¿blurry vision¿ although it is unknown if the symptom began before or after the alleged issue started. The patient reported that on (B)(6) 2015 between 5-6pm she was hospitalized. During the follow-up call, the patient confirmed the reason for her hospitalization was "her heart." The patient stated that a blood glucose reading was taken on arrival at the hospital and a reading of over ¿500 mg/dl¿ was obtained. No additional treatment was specified. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.